Event description:
Bacteria entered the salivary gland [salivary gland infection]. Case description: on 2024-05-13 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a female patient. The patient received poligrip max seal (new poligrip sa2) (carna+polma cream) lot number unk for loose dentures. No concomitant medications were reported. A new polygrip ultra-fine nozzle was used on the lower dentures. Bacteria entered her salivary glands, and when she went to a hospital, she was told to stop using the new polygrip, so she stopped using it. She'd only used it 12 times so she would like to replace it with a product that doesn't dissolve. On an unknown date, after an unknown time of starting poligrip max seal (new poligrip sa2), the patient experienced a medically significant bacteria entered the salivary gland. The outcome of the event bacteria entered the salivary gland was unknown. No medical history was reported. No drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken: for poligrip max seal (new poligrip sa2) was drug withdrawn. Case product: poligrip max seal (new poligrip sa2) device MFR number: 1000415764-2024-00075 this report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).